Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer also reported that he received no delivery alarms and a motor error alarm. The customer's blood glucose was 490 mg/dl at the time of incident. The customer's blood glucose was 191 mg/dl at the time of call. The customer stated that his blood glucose reached as high as 495 mg/dl. The customer stated that he treated his high blood glucose with the insulin pump. The customer stated that the insulin pump was able to rewind. The customer stated that the motor error alarm occurred after a no delivery alarm. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that there were no air bubbles, leaks and the insulin did exit at the quick release. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.